Manufacturer narrative:
(B)(4). During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a low battery alarm. There was no patient involvement. No additional information is available. Additional information: the device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the battery low alarm is unknown. However, in order to correct the condition the main battery replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was evaluated on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the f-38 alarm was determined to be right force sensing resistor (fsr)/tube misloading sensor out of specification. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have the alarm 38. There was no patient involvement. No additional information is available.